Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving vibratory patient notification alert for device at eri, rv lead noise was observed. Patient also received inappropriate antitachycardia pacing therapy. Noise was reproducible in clinic with arm movements. Hv therapy will be disabled. Lead replacement was recommended.